Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Field service engineer (fse) report: found vent inop, motor fault and circuit occlusion alarms. Replaced main board and turbine. Ran operational verification procedure (ovp), all tests passed.

Event description:
The customer reported ventilator inoperable (vent inop), motor fault, circuit occlusion alarms on a vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) lab received the vela ventilator main pcba (printed circuit board assembly) and installed it in a known good unit. The unit was powered on with the end-user settings. The fa lab was able to duplicate the "motor fault" alarm. The carefusion failure analysis (fa) lab also received the involved vela ventilator turbine assembly. It was installed in a known good unit and powered on in respiration mode. The device was tested and passed all volume testing. The reported issue of "motor fault" and "vent inop" could not be duplicated.